Event description:
While giving the injection, after pushing the plunger and removing the syringe, we heard a click and the needle separated from the syringe. Needle was removed from pt leg and discarded. Pt was not harmed, no medication spilled from needle or syringe.